Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. The noise was reproducible with isometrics. All other electrical parameters were normal. The device was reprogrammed and the patient would be monitored closely. No patient symptoms were reported.